Event description:
Device MFR became aware of an article entitled 'vagus nerve stimulation for refractory epilepsy: a transatlantic experience" in which the author discusses 15 vns pts that reported stimulation-related side effects including hoarseness, gagging, bradycardia during intraoperative device diagnostic testing, throat paraesthesia, occasional left neck muscle movement, delayed-onset infection, occassional hallucinations, psychosis, lack of efficacy and sudden unexplained death in epilepsy.